Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and discomfort in her right hip and metallosis exposure. Update (B)(6) 2013- medical device declaration was received stating dor. Part/lot information was also given. Update (B)(6) 2014 - medical records received. Patient was revised to address metal stained fluid collection, tissue response to metal, granulomatous metal stained tissue, corrosion on the neck, and cystic changes. The stem and sleeve have been added to the complaint. This complaint was updated on: (B)(6) 2014.